Manufacturer narrative:
A visual assessment of the inserter¿s confirmed the reported complaint of breakage. The distal ends of inner shafts have been broken off. The break area on each device shows evidence of being bent. Only one broken piece was returned for examination. The broken piece is bent on one end and shows signs of plastic deformation. A dimensional assessment of the inner shafts confirmed they meet print specifications. One anchor was returned for examination, the anchor has been broken at the suture slot. The condition of the devices is consistent with off axis insertion. Per the devices IFU ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole¿. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that one footprint anchor was broke during insertion. The second anchor was implanted successfully. An x-ray taken after surgery revealed the tips of the inserters of both anchors were broken and remain inside the patient. There is no plan to remove them at this time.